Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge while plugged into a power source using the usb cable and wall adapter. The customer's blood glucose (bg) was in the 100 mg/dl range. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if an alternate cable resolved the issue; however, the customer did not respond.